Event description:
Healthcare professional reported, patient is changing implant size and rupture against unknown side. The device remains implanted.

Manufacturer narrative:
Postal code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "changing implant size" and rupture.